Event description:
The customer's husband called to report that the customer was recently hospitalized due to a diabetic coma, which caused kidney failure. The husband stated that the customer was also hospitalized eight other times. No info was given about the other events. The husband stated that the customer's blood glucose levels were either too high or too low when the customer wore the insulin pump. Troubleshooting could not be performed because the husband did not have a battery for the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.